Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported, depending on angle of c-arm the image blanks out, intermittent loss of live image. There is no report of pt injury or death.